Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the belt failed incoming testing. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The pt received a replacement electrode belt.